Event description:
The customer called technical support reported that the device¿s battery pack does not charge. Also requesting a quote for preventative maintenance (pm) and inquiring if this is part of a pm or separate. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The remote service engineer advised the customer that unit is no longer supported and out of warranty.

Manufacturer narrative:
B4: 07sep2021. Multiple attempts have been made to try to obtain further information about the repair and operational status with no response from the reporter and therefore cannot be determined. A review of service history found no parts were ordered or service requested and the case was closed. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
Upon further investigation this event occurred within a veterinary clinic which is an off label use. Therefore, this complaint no longer meets reportability requirements.